Event description:
New information received on (B)(4) 2019 indicating the patient did not survive. The user is reporting the device did not shock the patient during a patient use event. The patient outcome is unknown.

Event description:
The user is reporting the device did not shock the patient during a patient use event. The patient outcome is unknown.